Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Product name essure (ess305) changed essure (ess205). Event injury nos replace with new event medical device removal. Insertion date updated, cluster ID, removal date was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in a female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included paratubal cyst, stress incontinence and urethral hypermobility. Concurrent conditions included chronic abdominal pain and perineal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy bilateral salpingo-oophorectomy cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter considered oophorectomy and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2007. Left about 6 or 7 coil showing on the patient's left side and about 3 or 4 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: essure in proper location and multiple fluid multiple bowel levels suspicious for developing sbo or partial small bowel tissue and lesions.. Pathology test - on (B)(6) 2019: uterus weighs 49.5 g. Benign cervical tissue. Benign atrophic endometrium. Benign myometrium. Benign left ovary and fallopian tube tissue. Benign right ovary and left fallopian tube tissue with paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: medical record received. Essure removal surgery details were added. Event medical device removal is replaced with pelvic pain. Reporter, rcc, lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.